Event description:
End-user writes since receiving scooter in (B)(6) 2012, unit has had speed issues. Provider initially thought batteries weren't holding charge ((B)(4)) in (B)(4) 2012. Further speed issues occurred and in (B)(6) 2013 the tiller ((B)(4)) and the speed pot ((B)(4)) were replaced. More recently, the unit completely stopped while driving full speed down a street. End-user was able to drive chair very slowly home to charge; battery indicator light had only one bar. Chair has since maintained this slow speed, but has not completely failed again ((B)(4)).